Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred vascular access was obtained via the femoral artery. The 85% stenosed, 32x3.5mm, eccentric, de novo, target lesion was located in the tortuous and non-calcified distal right coronary artery. The lesion contained a bend of >=90 degrees. After crossing a guide wire and pre-dilated the lesion, a 38 x 3.50mm promus premier drug-eluting stent was advanced to treat the lesion. However, the physician noted that the stent struts were bent. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:promus premier ous mr 38 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on more than one location, stent struts were squashed on one section and stent struts were lifted from their stent crimp position on the other section of the stent. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred due to lesion and anatomical challenges when the device was manipulated during delivery attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred vascular access was obtained via the femoral artery. The 85% stenosed, 32x3.5mm, eccentric, de novo, target lesion was located in the tortuous and non-calcified distal right coronary artery. The lesion contained a bend of >=90 degrees. After crossing a guide wire and pre-dilated the lesion, a 38 x 3.50mm promus premier drug-eluting stent was advanced to treat the lesion. However, the physician noted that the stent struts were bent. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.